Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2011, it was discovered through review of the pt's programming history that on (B)(6) 2008, the pt presented with incorrect settings of output current = 1ma/frequency =20hz/ pulse width =500us/ on time =30 sec/ off time =60min/ magnet pulse width =500us/ magnet on time =30sec. During the pt's previous visit on (B)(6) 2008, a generator diagnostic test was run which changed the pt to these settings. No final interrogation was performed during their visit on (B)(6) 2008 so the pt was left at these unintended settings until it was discovered on their next appointment in november. The pt was then programmed to the desired settings. The physician was re-trained on the need to do a final interrogation on the pt on (B)(6) 2011. The physician will also be re-trained not to do generator diagnostic tests during f/u clinical visits; generator diagnostics should only be run in the operating room during surgery. The generator had been explanted on (B)(6) 2011 due to a low battery and was returned for product analysis. Product analysis revealed that the generator performed according to specifications and that there were no performance anomalies or any adverse conditions found with the generator. It was confirmed that the battery was at eri=yes.